Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech found the brake/steer casters were not locking into brake. The tech replaced the two casters to repair the stretcher.